Event description:
The customer stated that she tested her blood glucose and received a reading of 530 mg/dl using her contour meter. She retested using another meter and received a reading of 129 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot, but her test strips are to be returned for evaluation. Replacement test strips were sent to the customer.